Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "bilateral fallopian tubes were patent" on (B)(6) 2015. The patient's medical history included pelvic pain female, endometriosis, adhesion, endometriosis ablation, uti, spotting vaginal, back pain, abdominal pain, hepatic adenoma, drug allergy, latex allergy, drug hypersensitivity, cesarean section, endometriosis ablation and endometriosis. Previously administered products included for an unreported indication: microgestin. In 2015, the patient experienced device expulsion ("unable to visualize either coil in her fallopian tubes or uterus / expelled a coil they couldn't locate"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (remove uterus and cervix,laparoscopy, bilateral salpingectomy,). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion and genital haemorrhage outcome was unknown. The reporter considered device dislocation, device expulsion and genital haemorrhage to be related to essure. The reporter commented: because the essure device failed to occlude her fallopian tubes, plaintiff underwent a bilateral salpingectomy to correct her undesired fertility (on (B)(6) 2016). Neither the operative report nor the pathology report mention the essure device, suggesting that the coils had migrated before the plaintiff underwent her hsg. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: bilateral fallopian tubes patent (cont.). Diagnostic results: (B)(6) 2015: hysterosalpingogram (cont.) - there was no mention of the location of the essure coils in the hsg report, but the doctor performing the exam told plaintiff that he was unable to visualize either coil in her fallopian tubes or uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: medical record received: medical history, removal date, patient's date of birth, reporter information were added. On 3-jun-2021: medical record received: medical history, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "bilateral fallopian tubes were patent" on (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device expulsion ("unable to visualize either coil in her fallopian tubes or uterus / expelled a coil they couldn't locate"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (remove uterus and cervix). Essure was removed. At the time of the report, the device dislocation, device expulsion and genital haemorrhage outcome was unknown. The reporter considered device dislocation, device expulsion and genital haemorrhage to be related to essure. The reporter commented: because the essure device failed to occlude her fallopian tubes, plaintiff underwent a bilateral salpingectomy to correct her undesired fertility (on (B)(6) 2016). Neither the operative report nor the pathology report mention the essure device, suggesting that the coils had migrated before the plaintiff underwent her hsg. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: results: bilateral fallopian tubes patent (cont.). Diagnostic results: on (B)(6) 2015: hysterosalpingogram (cont.) - there was no mention of the location of the essure coils in the hsg report, but the doctor performing the exam told plaintiff that he was unable to visualize either coil in her fallopian tubes or uterus. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received: case become serious incident, essure removal done, events added: migration, abnormal bleeding. On 11-sep-2020: deletion of stop date of essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "bilateral fallopian tubes were patent" on (B)(6) 2015. In 2015, the patient experienced device expulsion ("unable to visualize either coil in her fallopian tubes or uterus / expelled a coil they couldn't locate"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (remove uterus and cervix). Essure was removed. At the time of the report, the device dislocation, device expulsion and genital haemorrhage outcome was unknown. The reporter considered device dislocation, device expulsion and genital haemorrhage to be related to essure. The reporter commented: because the essure device failed to occlude her fallopian tubes, plaintiff underwent a bilateral salpingectomy to correct her undesired fertility (on (B)(6) 2016). Neither the operative report nor the pathology report mention the essure device, suggesting that the coils had migrated before the plaintiff underwent her hsg. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: bilateral fallopian tubes patent (cont.). Diagnostic results: on (B)(6) 2015: hysterosalpingogram (cont.) - there was no mention of the location of the essure coils in the hsg report, but the doctor performing the exam told plaintiff that he was unable to visualize either coil in her fallopian tubes or uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.